Event description:
During a device replacement, a manual capacitor maintenance was performed with an appropriate charge time. After hooking the device up to the pt and performing a test shock, a high voltage lead impedance was rec'd. On the first induction, the pt went into ventricular tachycardia that broke four seconds after it was induced. On the second induction, the pt went into ventricular fibrillation at which the first shock of 550v did not convert. The second shock was programmed to 750 volts; however, the device charge time was prolonged at which time external defibrillation was performed. The pocket was then closed. The decision was made to induce a third time after changing a few parameters. Fibrillation was induced, however, the charge time was again prolonged and the pt was externally defibrillated. After contacting st. Jude medical technical services, it was learned that the implantable cardiac defibrillator had a low, unloaded battery voltage of 3.15 (>3.2 is normal). The decision was made to keep the device in this pt and replace the entire system the following week. The pt has remained hospitalized. Replacement surgery is scheduled 11/24/1998.